Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose. Although requested, customer declined to provide any additional information.

Manufacturer narrative:
Quality engineering reviewed pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6) 2019 and lowest bg recorded by continuous glucose monitor was 71 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. There were no erratic basal rate adjustments. At 7:54 pm on (B)(6) 2019, user declined the reverse correction bolus recommended by the pump, delivering 7.88 units for 63 grams of carbohydrates rather than accepting the recommended bolus reduction due to the entered bg of 103 mg/dl being below target. Complaint could not be confirmed. It is possible that the user over-corrected. There is no evidence that the pump experienced a malfunction or failure.